Event description:
(B)(4) - the consumer reported that the 9780 shower chair legs were spreading / sliding and would not hold their position. Additionally, it was making a popping sound when in use. There was no injury reported.

Event description:
(B)(6)-2012- (B)(6) - the consumer reported that the 9780 shower chair legs were spreading / sliding and would not hold their position. Additionally, it was making a popping sound when in use. There was no injury reported.

Manufacturer narrative:
(B)(4).